Manufacturer narrative:
The customer replaced and calibrated the r1 probe and no additional discrepant result issues have been reported. However, a definitive cause of the discrepant results was not identified, therefore, the alinity c instrument ((B)(4)), list number 03r67-01 alinity c processing module, was considered the likely cause. The instrument service history review revealed one (1) additional service ticket that is associated with the current complaint. A review of historical data revealed no trends, systemic issues, or related nonconformances. The alinity ci-series operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results and instrument message code 5744. Based on the investigation no product deficiency was identified for either the alinity c-series processing module, serial number (B)(4).

Event description:
The customer observed falsely elevated calcium results on alinity c processing module for one patient. The results provided were: sid (B)(6), initial=14.6 mg/dl/repeated=9.9 mg/dl. Laboratory upper end of reference range for calcium=10.2 mg/dl. There was no reported impact to patient management.